Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. This report is for unknown screw's/unknown lot number. (B)(4). Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had revision surgery due to loose screws. The patient was implanted with a right clavicle plate and screws on an unknown date. It is unknown how the loose screws were identified. During revision surgery, (B)(6) 2017, the implants were explanted and a new plate and screws were implanted. No difficulty removing originally implanted hardware. Surgery completed successfully. It is unknown how many screws were initially implants and it is unknown now many screws were loose. No additional information is available. This complaint is for unknown loose screws. Concomitant devices report: plate; screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome and surgical delay unknown. Concomitant medical products: plate (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.